Manufacturer narrative:
Device passed operating currents, unexpected restart error test, self test and off no power, prime and excessive no delivery test. Unable to perform basic occlusion, occlusion test and displacement test due to broken reservoir tube lip. No prime anomaly noted. Unable to verify displacement anomaly due to broken reservoir tube lip, however, motor passed motor test. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip. Device received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o ring, cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump had prime rewind anomaly. The customer's blood glucose was in 400's mg/dl, current blood glucose is 399 mg/dl and after she gave herself a shot she was 504 mg/dl. The customer stated that the insulin was "squirting out" during the manual prime process. The customer treated high blood glucose with syringe. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. The insulin pump will be returned for analysis.